Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient stated the stimulation had not helped their back pain at all since implant. Patient said they had met with the manufacturer representative (rep) on several occasions for reprogramming, but they couldn't get stim to help the lower right side of their back. Patient said they had their programs turned off for a few months now, but over the last 2-3 weeks, they had been starting to experience a low grade buzzing or vibrating in their lower right front side of their hip, which they thought was coming somehow from the stimulator. Patient said the buzzing they were feeling reminded them of the stimulation, but they didn't know how to turn it off. The doctor told patient to call about the issue. Patient said implant was in the lower left flank, and the back pain they were trying to address at the beginning was the mid part of their right side over on their back approaching their hip bone. Agent had patient connect to their app and patient confirmed therapy was already off. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient said they had an appointment with doctor next month, and patient would try to contact a rep to meet them at their appointment.